Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl. Customer stated that insulin pump had motor error alarm. Customer was able to clear alarm. Customer was able to complete pump rewind. Customer did not report an motor position encoder error alarm. The customer stated that the drive support cap was normal. Customer was declined low blood glucose troubleshoot. The insulin pump will not be returned for analysis.